Event description:
The customer reported the system is displaying an error message, won't save images, and is very slow to boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the hard drive and gpos. System operates as intended. This MDR is related to ge healthcare complaint.